Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, retained samples were evaluated. A visual inspection was performed on the retained samples and no abnormalities were found that could have contributed to the reported condition. Functional leak testing was performed and the retained samples were noted to be conforming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition could not be verified with the retained samples. Should additional relevant information become available, a supplemental report will be submitted.